Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that the health care professional (hcp) was unable to interrogate the pacemaker. Technical services (ts) was consulted and provided trouble shooting techniques to the hcp. The hcp stated they would call ts back with if still were unable to interrogate the device. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.